Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem ("adjust belt" and "check therapy pad" messages) was confirmed. Upon investigation, the cable connecting ecgs c and d was pulled from the strain relief, damaging cable connector j704 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" and "check therapy pad" messages.